Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 during the screw insertion, a screw stripped. The driver did not retain the screw after. The surgery was successfully completed with a delay of one (1) minute. Patient consequence is unknown. This report is for one (1) 2.7mm va lckng screw slf-tpng with t8 stardrive recess 54mm. This is report 2 of 2 for(B)(4).